Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was explanted. At the lead replacement procedure, the physician had difficulty advancing the guide wire through the lead tip of the replacement lead. The implant was abandoned and the patient was referred for placement of an epicardial lv lead at a later date. No patient complications have been reported as a result of this event.